Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was defective. This was noticed on day of report when attempting to bolus. All other buttons on infusion device work as intended. Infusion device was not dropped or exposed to water or insulin ingress. Pt has worn this infusion device since (B)(6) 2008 and she boluses 3-6 times per day. Down button pops up after being pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.